Manufacturer narrative:
(B)(4). The following statement on initial medwatch deleted as it is not relevant to this incident: address the use of only one proglide device in a puncture site dilated to 10f size. Per the instructions for use: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In addition, the reference to proglide was in error. The correct statement is added failure to follow steps. Per the prostar xl instructions for use: do not attempt to re-deploy prostar xl needles after the needles have been backed down into the sheath. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). The other prostar xl device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted with a prostar xl device, using a pre-close technique, via a 6f sheath prior to an endoprosthesis procedure. Reportedly, after pulling the handle, the needles emerged without the sutures. The device was removed from the patient anatomy without any issue. A second prostar xl device was used with the same results. A third prostar xl device was used for successful suture placement. The sheath was upsized to 10f and the endoprosthesis procedure was completed. Hemostasis was achieved with the third prostar xl device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the prostar xl device. No additional information was provided.

Event description:
Subsequent to the initial report, additional information was received: the sheath size at the time of the preclose technique with the prostar device was 10f. The needles of the first prostar xl, at the moment of pulling the handle, went subcutaneous and did not exit the skin. The needles were backed down and the device was removed. Reportedly, for the second prostar xl device: the needles were deployed, there was difficulty with the needles exiting from the top of the device. Needle backdown was performed. The device was rotated and a second attempt was made to deploy the needles. The second attempt was successful for suture placement. Hemostasis was achieved using the sutures of the second and third prostar xl devices.